Event description:
Additional information received identified surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the manufacturer received the ipg for analysis. Date and the details of the explant procedure is unknown at this time.

Manufacturer narrative:
(Corrected data): date receive by MFR was left blank unintendedly in the previous additional report (1627487-2017-06231-002) . It should read jan 2, 2018.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient¿s ipg was unable to communicate with external devices. No addition information available at this time. Implant date - 2013 (exact date is unknown at this time).